Manufacturer narrative:
Company comment: the serious events of inflammation, oedema and abscess at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for surgical intervention and hospitalization to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The non-serious event of covid-19 was considered unexpected and unrelated to the treatment. Alternative root cause include community acquired viral infections. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot numbers 21224 and 21480 were valid and verified the reported product restylane lidocaine. To date, only 3 medical complaints including this case have been reported for lot 21224 and for lot 21480, this is the only medical complaint reported. Batch record reviews were performed for both lot numbers. No potential quality issues were identified in the manufacturing process of the specified batches. The batches were manufactured and released according to galderma quality management system. The information in this case does not indicate non-conforming products or malfunctions. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4).is a spontaneous report sent on 14-dec-2023 by a physician, which refers to a 28-year-old female patient. The medical history of the patient included ocular prosthesis. No information about concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with restylane lidocaine (lot number 21224, expiry date 30-sep-2025) to valley of tears (unknown injection technique and needle type). On an unknown date in (B)(6) 2023, the patient had covid infection (covid-19). On (B)(6) 2023, the patient received treatment with restylane lidocaine (lot number 21480, expiry date 31-dec-2025) to valley of tears (unknown injection technique and needle type). The patient was injected with 1.6 ml of restylane lidocaine in two injections. At the end of (B)(6)2023, the patient experienced an important bilateral inflammatory (implant site inflammation) oedema (implant site oedema) and then a lower left eyelid abscess (implant site abscess) which led to surgery on (B)(6) 2023. As of (B)(6)2023, the patient was not recovered from the bilateral inflammatory oedema, and on the same day she was hospitalized in the infection department at a hospital. Outcome at the time of the report: covid infection was unknown. Inflammatory was not recovered/not resolved/ongoing. Oedema was not recovered/not resolved/ongoing. Abscess was unknown. Tracking list: v.0 initial, v.1 batch record review results received on 09-jan-2024. Follow-up with reporter has been performed without success.

Manufacturer narrative:
Company comment: the serious events of inflammation, oedema and abscess at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for surgical intervention and hospitalization to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The non-serious event of covid-19 was considered unexpected and unrelated to the treatment. Alternative root cause include community acquired viral infections. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations. CAPA comment: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot numbers 21224 and 21480 were valid and verified the reported products. To rule out non-conforming products, repeated batch record reviews will be performed for the reported lot numbers 21224 and 21480.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 14-dec-2023 by a physician, which refers to a 28-year-old female patient. The medical history of the patient included ocular prosthesis. No information about concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with restylane lidocaine (lot number 21224, expiry date 30-sep-2025) to valley of tears (unknown injection technique and needle type). On an unknown date in (B)(6) 2023, the patient had covid infection (covid-19). On (B)(6) 2023, the patient received treatment with restylane lidocaine (lot number 21480, expiry date 31-dec-2025) to valley of tears (unknown injection technique and needle type). The patient was injected with 1.6 ml of restylane lidocaine in two injections. At the end of (B)(6) 2023, the patient experienced an important bilateral inflammatory (implant site inflammation) oedema (implant site oedema) and then a lower left eyelid abscess (implant site abscess) which led to surgery on (B)(6) 2023. As of (B)(6) 2023, the patient was not recovered from the bilateral inflammatory oedema, and on the same day she was hospitalized in the infection department at a hospital. Outcome at the time of the report: covid infection was unknown. Inflammatory was not recovered/not resolved/ongoing. Oedema was not recovered/not resolved/ongoing. Abscess was unknown.